Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a percutaneous coronary intervention (pci) surgery in the left main coronary artery, the physician conducted an angiography and planned to use an angio-seal device for vascular closure. The procedure went well however, after the last step to cut the suture, errhysis was found at the closure site. The closure failed and the physician changed to other ways for hemostasis. There was no great harm to the patient. Follow-up surgical management is unknown. The patient was reported to be in stable condition. Additional information was received on september 03, 2019. Errhysis means blood draining. Everything was fine with the puncture site, guidewire using. A pre-deployment angiogram was performed. Additional information was received on september 09, 2019. Hemostasis was achieved by another vascular closure device from a different company.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.